Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose over 700 mg/dl. The customer stated that she uses a quick-set infusion set and last changed her infusion set a day before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.